Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, per our visual inspection the reservoir failed per specifications due to stopper plunger and o rings missing. Unable to confirm the customers complaint regarding leakage.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose was 400 mg/dl. The customer found that there is insulin/fluid is visible in the reservoir compartment. The customer was advised to return reservoir for analysis. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is insulin in reservoir compartment. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.